Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.